Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy bag. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with one dose of vancomycin (dose, route not reported), one dose of ceftazidime (intraperitoneal, dose not reported) and ciprofloxacin (500mg, twice a day, duration and route not reported) for cloudy effluent. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.